Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported a manufacturing issue with the intraocular lens (iol), describing it as streak on the iol. The lens was implanted in the patient eye. The event occurred during iol implantation procedure. According to the new information, the observed streaks were, in fact, scratches. The doctor found no issues when he observed the lens under the microscope. The lens was loaded in the cartridge and implanted. However, once placed in the eye, the doctor immediately noted a scratch on the lens in the field of vision. The doctor attributed the observed scratch to a potential manufacturing error. The originally scheduled procedure was completed on the same day; the lens remains implanted. There was no patient harm, the doctor reported no issues with the field of vision after the patient's post-op visit. There are two medical device reports associated with this report. This is 1 of 2.